Event description:
It was reported that during of this ablator, the tip melted. There was no injuries or delays related to this event.

Manufacturer narrative:
Investigation findings: the lighwave ablator was rec'd for evaluation and the reported problem was verified. The device was received with a portion of the coating on the distal end missing. This type of damage can occur when the device comes in contact with and object/instrument during use. The customer will be contacted with additional info on use of the product.